Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the device was returned used. The lever was disengaged, as expected for a used probe. The main probe assembly was pushed back on the probe cover. The cannula driver was retracted. The slider was in its initial position, indicating that the clutch wheel was engaging the internal gears, and that the probe was in sample acquisition mode. The sample notch was retracted into the cutting cannula. As a result of the sample notch being retracted, the gears were out of alignment. The orientation of the sample notch could not be determined visually. Functional/performance evaluation: in order to functionally test the probe, the cannula driver and slider assembly were removed to straighten the toothed rack. The toothed rack was found to be fractured. As a result of the broken toothed rack, functional testing could not be performed. The sample notch was examined. The crimp marks appeared to be correctly aligned with the cutouts of the sample notch, and the sample notch appeared to be crimped in the correct location and orientation. It is possible that the toothed rack broke and was inadvertently rotated during sampling, thus giving it the appearance of being ¿inverted.¿ the fractured portion of the toothed rack was deep into the toothed rack track. The break was located 4.5cm from the distal end of the vacuum rib. The root cause for the broken toothed rack was unknown. It was observed that both edges of the toothed rack break were smooth and even, indicating that the break was clean. No other anomalies were observed. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for a broken toothed rack. As a result of the fractured toothed rack, functional testing could not be performed. It is possible that the toothed rack broken and was inadvertently rotated during sampling, thus giving it the appearance of being ¿inverted.¿ the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: specific warnings, precautions and directions for use of the finesse® ultra biopsy probes are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, two samples were taken and during each sample acquisition, the driver went to orange lights flashing and no tissue samples were collected. The probe and driver were removed from the breast and it was observed that the sample notch was inverted. The driver was reset by holding pp/s buttons and probe was removed. The procedure was completed by using another probe. There was no patient injury reported.